Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch #746c61. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector from the left side was broken and with no cartridge reload loaded in the device. Further analysis shows the anvil missing and the anvil post on this area appears to be damaged as if the anvil was pulled out off the device. In addition, some staples partially formed were noted to be stuck on the anvil assembly. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 746c61, and no non-conformances were identified.

Event description:
It was reported that during an esophagogastrectomy the gun misfired due to which proper staples were not formed the surgery was delayed 10 minutes. The step was completed using medtronic's tristapler. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 9/20/2024, d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.